Event description:
It was reported that the device had an electrical reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset occurred. S2d file (B)(4), partial reset counter=1, fw reason hex=3002, wd reason hex=20, reset wd reason = clkstop status, reset fw reason=starvation of hall sensor task detected (events not handled for more than 5 seconds), on (B)(4) 2012.